Event description:
Post-implant, pt suffered necrosis of soft tissue near nasal bone and a paramedian forehead flap was performed to repair necrosed area. Secondary soft tissue breakdown and subsequent infection treated with antiotics and capious irrigation. Third soft tissue breakdown laterally near the zygomatic arch and pt was treated with hyperbaric oxygen therapy which resulted in an unfavorable outcome. Implant was removed.